Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with bilateral vaginal and paravaginal defect repair and bilateral iliococcygeus fascia suspension with rectocele repair. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to vaginal prolapse with cystocele and rectocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/excision of anterior vaginal mesh erosion on (B)(6) 2007. (B)(4).

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2015 from metastatic lung cancer.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06969. The same patient is represented in each medwatch.